Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was not receiving adequate pain relief and therefore was not using their scs system. The system was explanted.

Manufacturer narrative:
The device was discarded and therefore not returned to saluda for analysis. Inadequate pain relief following system implantation is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records specified above were reviewed. Product met all requirements for release with no anomalies identified.